Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00073 on 28-feb-2025. Additional information (03-mar-2025): siemens further evaluated the event and concluded the power supply unit malfunction potentially contributed to the event. No short circuits or external power supply issues were identified at the customer's site. The investigation conclusions code in section h6 was updated to reflect the additional information. No further evaluation of the event is required.

Event description:
The customer reported that smoke emitted from the advia centaur xp analyzer. The laboratory was evacuated, and the fire department was called. There were no visible flames and no injuries reported. The analyzer was isolated from the power supply. There are no reports of adverse health consequences due to this event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center to report smoke emitted from the advia centaur xp analyzer. An infrared camera was used to detect a hotspot and none were identified. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected all electrical boards and the power supply unit (psu). The cse observed burnt signs on the psu filter and identified a burning odor. The cse removed all of the cuvettes from the incubation ring and analyzer, liquids and reagent packs. The instrument is being de-installed and replaced with an advia centaur xpt analyzer. No further evaluation of this device is required.